Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the pocket was not fully healed and there was a small scab noted. Under the scab, one of the leads appeared to have been exposed however, there was no allegation of erosion or dehiscence and cultures were negative. There were no additional adverse patient effects reported. The ra lead was explanted.